Event description:
It was reported that the t:slim x2 pump battery would not charge, even after multiple attempts with different cables and adapters. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement pump, instructed the customer to allow the current pump's battery to deplete, and provided guidance on returning the faulty pump with a pre-paid label.